Event description:
Pt reported obtaining a blood glucose result of 198 mg/dl, while using the suspect device. Pt stated that, one hour later, their blood glucose measured 176 mg/dl. Pt indicated that although the device results indicated that their blood glucose was elevated, they were experiencing hypoglycemic symptoms. Pt stated that they sought treatment, at the hosp, where their blood glucose measured 40 mg/dl (using hosp's blood glucose monitor). Pt was reportedly treated with intravenous fluids (contents not provided) and potassium. Pt noted that they were released the following day. Pt's current condition: feeling ok. Quality controls were not run on the system. Technical support requested the return of the suspect device and replacement product was shipped.